Event description:
Caller reported mobile system blood glucose results of 28.0 mmol/l, 14.3 mmol/l, 9.4 mmol/l, 14.9 mmol/l,and aviva result of 8.8 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(4) is for mobile, medwatch with (B)(4) is for aviva. Strips not available for return